Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 5.4 inr on the coaguchek xs system while a comparison lab returned as 3.6 inr. The patient's warfarin dose was decreased based on the lab value. No adverse event reported. Requested return of suspect system and replacement was sent.